Manufacturer narrative:
Lead model 3889-28, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had an overactive bladder and the device did not alleviate the issue and was explanted. The patient also experienced pain.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058 (B)(4) determined no significant anomalies were found. Good, stable output was observed on all electrode pairs. Analysis of tined lead model 3889-28 lot # v302596 determined the body was cut through (suspected explant damage) with no significant anomaly. The proximal end was not visually examined. Continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.